Event description:
It was reported by the customer that they were aware that a cuff on an endotracheal tube failed during patient use after coming out of the operating room. The tube was not saved and the lot number is unknown. No harm to the patient was documented and the customer does not know if the tube was removed after a short term procedure which did not require any re intubation or if re intubation was performed.